Event description:
A voluntary medwatch report (mw5065952) was filed on 08 nov 2016 by a health professional (nurse) at a user facility for a hermetic lumbar catheter stating the wire stylet broke. The event occurred on (B)(6) 2016. While trying to pull back the wire stylet, after the catheter was easily advance into the subarachnoid space. The wire stylet broke despite following the manufacturer recommendations. No other information was provided on the medwatch and additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 02/03/2017 . The investigation included: methods: review of complaints history. Results: customer did not provide a lot number; therefore, product device history record (DHR) could not be reviewed. No related ncr or CAPA was found to have been opened during the period of december 2014 to december 2016. Upon review of integra's complaint system from december 2014 to december 2016, there are four (4) other complaints related to ¿guide-wire shredded¿. Approximately (B)(4) units of lumbar external drainage catheter group product group were released for distribution from december 2014 to december 2016. The complaint occurrence rate for this type of incident is then (B)(4). Conclusion: the product¿s directions for use state the following: ¿ ¿a teflon coated stainless steel guide wire with adjustable stop is provided with the closed tip, 80 cm lumbar catheter of ins-5010 to increase maneuverability of the silicone catheter.¿ ¿ ¿to use the adjustable stop, loosen the luer cap. Partly withdraw the guide wire from the dispenser. Pass the flexible tip of the guide wire (coated end) through the luer fitting of the adjustable stop, out the rounded end and into the connector end of the lumbar catheter. Thread the guide wire through the connector end of the catheter so that the guide wire contacts the filled tip of the lumbar catheter. Slide the adjustable stop so that the rounded end is touching the connector end of the catheter. Tighten the cap to affix the adjustable stop to the guide wire. Discard the guide wire dispenser.¿ ¿ ¿once catheter is placed in the desired position, while holding the catheter in place, remove guide wire/end stop being careful not to reposition lumbar catheter.¿ the guide wire consists of two (2) wires. One of the wires is an inner straight wire and the other is a wire wound around the first one. A teflon® coating is applied to the exterior surface of the guide wire which facilitates wire insertion and removal from catheter. Guide wire manufacturer reported that wire break strength is 2.75 pounds. The complaint does not provide details how or where the wire broke. It is unknown if it broke inside the catheter still inside the patient, somewhere in the catheter outside the patient, or in the practitioners hand, completely outside the catheter and patient. It is hard to assess where it actually breaks because what is usually broken is the inside wire, but it is noticed when the exterior wire unravels (which could happen at a different place). In theory, the clinician could have broken the catheter if applying a large amount of force in his/her hand. The wire could get caught on something (either the needle or a vertebral bony process) when trying to pull out. Usually practitioners are very gentle and precise during these procedures, but if the wire got caught on something, it is possible that this could cause breakage of the wire since wire strength is less than 3 pounds. No manufacturing or packaging failure has been detected from this investigation. Thus the root cause for this event is considered to be undetermined. No device, photos, or lot number were provided as part of the complaint; therefore, the complaint is unconfirmed and no further evaluation is possible at the moment.